Event description:
Pt admitted with biopsy-diagnosed carcinoma of the right breast, high in the upper outer quadrant. Grade 1 with perineural and vascular invasion 2cm in size close to the muscle. The pt underwent removal of bilateral saline implants with bilateral capsulotomies followed by right modified radical mastectomy. The left implant showed evidence of rupture, was deflated and contained 30cc of fluid when examined in pathology. There was no evidence when it was examined in pathology.